Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2014 to report on behalf of the patient cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient's parents did not report any medical intervention or injuries.